Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with no damage in the external component. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 malformed clips due to an anti-backup failure and 7 conforming clips. In addition, the instrument locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and ratchet pawl spring were found to be out of position; this condition caused the anti-backup failure and malformed clips, however no conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not forming properly and were easy to pull off of the vessels. Procedure was completed with another device of the same product code. There were no patient consequences reported.